Event description:
Unit had overfilled a final container with lipid. This was based on hanging a 500ml source container of lipid and compounding 2 bags each of which was programmed to receive 235ml lipid. Programmed and volume delivered displays for the first final container were in agreement. A no flow alarm occurred during addition of lipid to the second final container. The source container was empty and the volume delivered display read 171ml.